Event description:
It was reported that the physician was attempting to treat a calcified and tortuous lesion in the lcx exhibiting 70% stenosis after pre-dilatation. The physician decided to use an endeavor resolute (rx) drug eluting stent to treat the lesion. The device was prepped as per IFU with no abnormalities noted during inspection before the procedure. During the surgery, the stent dislodged when passing the lesion and was not removed from the patient. The stent travelled to the right lower limb. Same size device was used to complete the procedure. Patient appeared overall ok post operation. The physician advised that calcification and vessel morphology were the reason for the event. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared . The stent was not returned with the delivery system. The balloon folds were partially opened and residue was visible in the balloon. Crimp impressions were visible on the surface of the balloon. Cine image review: the procedural images confirm the stenosis, calcification and tortuosity in the target vessel. The vessel appears to have been previously treated with coronary stenting. There are images which appear to show poba devices being withdrawn and advanced in the vessel however they do not appear to show the attempted delivery of the stent in question. These images also appear to show the endeavor resolute 2.25x18 stent positioned in the lower limb. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity).this event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent dislodgement). Patient¿s condition affected effectiveness of device (70% stenosis with calcification and vessel tortuosity). Evaluation conclusions: known inherent risk of a procedure (stent dislodgement). Device failure related to patient condition (70% stenosis with calcification and vessel tortuosity). (B)(4).